Event description:
Litigation papers received. The patient has been revised. Specific details regarding the report are unknown. Update - on (B)(6) 2012 the plaintiffs preliminary disclosure form was received. On (B)(6) 2012, litigation papers were received alleging patient suffered pain, discomfort, and soreness, which negatively affects his ability to walk, move, sit, stand and sleep. It is further alleged during revision surgery, copious amounts of fluid and metallosis were found and the capsule had a white appearance reminiscent of metal reaction. It is also alleged the capsule and synovium were debrided of necrotic material. It is also alleged patient continues to experience residual pain and discomfort.

Event description:
Litigation papers received. The patient has been revised. Specific details regarding the report are unknown. Doi: (B)(6) 2009, dor: (B)(6) 2010 (left side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.